Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on (B)(6) 2009. Patient states that he developed severe and disabling pain and discomfort in his right hip from the date of his surgery. He states that he has a revision surgery scheduled for (B)(6) 2011, but may have to postpone the surgery due to being financially destitute.